Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.